Event description:
The device was used during an unspecified procedure. Reportedly, the instrument broke and disengaged into the pt's cavity. The surgeon was able to retrieve the component and complete the procedure without any pt injury.